Event description:
The graft was implanted in 1997, for an abdominal aortic aneurysm repair. In 2004, the pt was vomiting blood and was taken to the emergency room. The pt then experienced a heart attack and was sent to ICU. Five units of blood were administered. Two days later the pt had a bloody bowel movement. Two days after that, the pt underwent surgery to replace the graft. The surgery took 8 hours and required an additional 7 units of blood. It was found that the graft abraded and punctured the bowel and leaked blood into the bowel. The pt had lost 35 lbs, is presently ambulatory, but very weak.